Event description:
Silicone breast implants installed in 1991. Implants were to replace botched job by quack. Have been advised against mammograms because of small rupture. At time of settlement registration, did not hear of in time to register. Need to remove them now, am low-income, looking for any financial aid still available.